Event description:
It was reported that this ra lead exhibited a low intrinsic amplitude measurement, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The noise appeared to be due to minute ventilation (mv) oversensing. The ra impedance measurements had intermittent increases but were not out of range. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).